Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure two years ago, she developed a thread like distortion that is there all the time. The consumer indicated that, then, six months ago, she developed a larger one that is like a crescent . These do not dissipate or move like a floater. "To me they seem like if I had contacts in and had things on them. In a very dark room with a small light source (night light), if I look around it is like I see laser lights in that eye". The consumer indicated she has seen a new eye doctor and that he thinks they are floaters. These have not moved or changed since they appeared and are always in the consumer's vision. The doctor indicated there is a slight build up on the lens. Additional information was requested.